Event description:
It was reported that the customer went to her doctor due to severe allergic reactions to the sensor adhesive and transmitter. The customer had tried several different solutions, but has not been able to the issues resolved. It was stated that the doctor took the customer off of sensor therapy due to the issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.